Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: pre-implant computed tomography (CT) imaging provided. Aortic valve appears to be a sievers 1 bicuspid aortic valve with fusion of the right coronary cusp (rcc) and left coronary cusp (lcc). Aortic valve leaflets and raphe appear heavily calcified. Annulus perimeter is 76.4 millimeter (mm) with a perimeter derived diameter of 24.3 mm suggesting a 29 mm evolut. Unspecified cardiac phase used for annulus measurement (appears systolic). No labelled phases provided. Aortic root angulation is 45°. Intra procedural angiographic images were provided for review of the event description above. A fluoroscopic valve load inspection was not provided, and there is no evidence that a fluoroscopic check was performed. However, an infold was not seen during the first deployment attempt. An infold is noticeable at 80% after one recapture. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Physicians and field team followed best practices. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Per the image review, the infold was noted on the second deployment attempt. A conclusive root cause of the infolding could not be determined from the information available, however the native bicuspid valve and heavy calcification are likely contributing factors. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the native aortic annulus was pr e-dilated using a 20 mm balloon aortic valvuloplasty (bav). On the initial deployment attempt, the valve depth was too high when deployed to 80%, therefore the physician elected to perform a recapture. Upon recapture and second deployment, an infold was observed. The valve was completely recaptured and withdrawn from the body. The valve and delivery catheter system (dcs) were replaced. No adverse patient effects were reported.